Manufacturer narrative:
(B)(4).

Event description:
It was reported that after taking a shower and even though the patient followed all the appropriate steps all the lights were on. Troubleshooting steps were performed but the issue was not solved. No further information is available.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. As no product could be returned, a thorough evaluation of the device could not be carried out. It was reported that all indicator lights were solidly illuminated after the patient took a shower. Possible causes for the reported issue may include; improper reapplication of the device; if the device was not paused before being removed prior to showering. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.